Event description:
A revision was reported due to cracked ceramic head.

Manufacturer narrative:
A correction based on additional information received

Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Manufacturer narrative:
Based on new information received, corrected fields.

Event description:
It was corrected by the surgeon that reason for hip revision surgery was a cracked ceramic liner, rather than the ceramic femoral head.